Event description:
It was reported that during a procedure of the left anterior descending artery, the xience nano would not cross the target lesion. The patient was treated satisfactorily with a 2.0 x 12, 2.5 x 12 and 2.5 x15 trek and a 2.5 x 23 xience. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Device analysis revealed the inner and outer members were torn at the guide wire exit notch. Additional information received from the account stated, although the device did not prep as usual, there was no leak noted and just prior to use the device was replaced.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience stent delivery system (sds) noted blood visible in the guide wire lumen and on the shaft and contrast in the inflation lumen, consistent with handling, preparation and the sds being advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. There was a tear in the guide wire exit notch extending distally in the outer member, for a length of 7.5 centimeters. A new syringe filled with contrast medium; diluted 1:1 with colored water was used in an attempt to perform a double-negative preparation of the sds, but there were constant air bubbles flowing in the syringe. A new indeflator filled with water was then used in an attempt to inflate the balloon to the rated burst pressure (rbp), when it was observed that fluid was coming out from the tear in the guide wire exit notch. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. It is likely that the sds and the guide wire were manipulated during preparation for use, resulting in the noted tear and the difficulty preparing the device as there was no damage noted to the sds during removal from the packaging which suggests a product deficiency did not contribute to the reported difficulties. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no similar incidents reported for difficulty preparing the device or tears in the shaft. All products are visually inspected for damage, including at the step where the protective sheath is placed over the balloon. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the balloon rated burst pressure and catheter lumen integrity prior to release.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.